Event description:
Pateint admitted thru ER with sudden onset of left chest pain on 7/24 lasting about 1/2 hour. Patient has had pacemaker 19+ years for sick sinus syndrome and more or less asymptomatic. Brief malfunction questionable, it was noted pacer was working well at present. On 7/27 pacemaker evaluated by manufacturer, noted failure to sense bipolar. Appropriate sensing unipolar. On 7/27 the ppm was found to sense improperly after reprogramming to unipolar pacing. It was noted his right pectoralis muscle is pacing and the pace needs milli amps decreased to avoid pectoralis pacing. This was then not necessary, muscle quit responding. On 7/31 noted patient offered no complaints of chest pain. Patient was discharged.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.